Manufacturer narrative:
The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump reset, pump error or unexpected insulin flow blocked alarms noted. No cosmetic damage was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed two pump errors and multiple no delivery alarms. The customer was assisted with pump error alarms troubleshooting. The customer's blood glucose level was 260mg/dl at the time of the incident. The customer stated that the pump errors occurred during bolus. The customer was advice to perform rewind and program a normal bolus into the air to determine if delivery was successful. The customer stated that the bolus was recorded in the insulin pump's history. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.